Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose ranged from 400 to 600+ mg/dl. Customer was disconnected from the insulin pump both times he visited the emergency room as the pump was beeping with no delivery. Customer was not hospitalized due to pump. Customer was unable to troubleshoot. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.